Event description:
It was reported that, "the patient presented with instability in flexion. The surgeon proceeded to a ts insert 25mm thick."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available. If additional information becomes available, it will be submitted in a supplemental report.